Manufacturer narrative:
(B) (4).

Event description:
Procedure type: lung resection. According to the reporter: the customer reports that, during use of the stapler on a lung (bronchus), when the surgeon tried to staple, the blade was ejected and cut the surgeon's hand. Besides, the staples applied on the pt's tissues didn't close -- longer operating time: the surgeon had his hand cut treated, and the lung was sutured with threads. No pt injury was reported.